Event description:
Customer reported that during routine daily testing the defibrillator displayed a charging fault. No reported patient involvement. Service representative duplicated reported condition. Repair of device is pending customer authorization.